Event description:
On 13-mar-2023, a spontaneous report from the united states was received from a consumer via email regarding a female consumer who used a thermacare lower back and hip 8hr l/xl heat wrap. On an unspecified date after applying the heat wrap, the consumer noted it burned her back and caused blisters. The reporter declined to provide further information.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports the wrap "burned her back and caused blisters". The cause of the consumer stating the wrap "burned her back and caused blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn and blister; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.